Manufacturer narrative:
Updated fields: b4, b6, b7, d4(model#), d11, g4, g7, h2, h6(investigation type), h10, h11 corrected fields: b5, d5, g1, h4 analysis of production: (3331/3221) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/3221) the review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. Trend analysis: (4110/3221) the overall 24 month product complaint trend data for the period apr-2019 through mar-2021 was reviewed. There were no triggers identified for the review period.

Event description:
It was reported by the customer that the cardiosave intra-aortic balloon pump (iabp) was having autofill failure. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
At this time, the customer has not requested getinge to evaluate the iabp. Additional information was requested from the customer with regard to the repair and status of the iabp. The customer reported that the iabp did not required a repair, since the staff was able to correct the issue through the help function on the iabp. The nurse educator indicated that the iabp was working as expected. Service not requested.

Event description:
It was reported that during use on a patient the cardiosave intra-aortic balloon pump (iabp) was having an autofill failure. No patient harm, serious injury or adverse event was reported.